Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. Estimated blood loss was 100cc. The patient had no adverse effects and n o medical intervention was removed. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample has been discarded by the user facility and is not available for evaluation.

Manufacturer narrative:
The reported complaint is not confirmed as the returned samples were not the actual sample that experienced the reported internal leak during treatment. A definitive conclusion could not be reached regarding the reported failure. Testing performed on the returned companion samples did not note any internal leaks. The companion samples were returned in one fmcna ogden case. The case was returned with the fmcna tape seal intact. The samples were returned sealed within their individual prepackaging pouches. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.